Manufacturer narrative:
The customer reported event of autopulse platform system (sn (B)(4)) displayed ua 41 (patient temperature sensor failure) error message was confirmed during archive data, but it could not be replicated during functional test. A defective temperature sensor was believed to be at fault and was replaced to remedy the issue. During visual inspection, the autopulse platform system exhibited a cracked top cover, bottom enclosure and front enclosure and were replaced. These type of physical damages are usually caused by user mishandling and are unrelated to the reported complaint. Unrelated to the customer reported event, a bent battery lock was also found. During functional test, the autopulse platform system passed the initial functional test without any fault or error. Per review of the archive data, user advisory ua41 (patient surface temperature sensor malfunction) error message noted multiple times on the reported event date of (B)(6) 2019, confirming the customer's complaint. The platform operated as intended without the ua 41 error message or any other faults. Additionally, the storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse platform with sn (B)(4).

Event description:
It was reported that during shift check the autopulse platform system (sn (B)(4)) displayed ua 41 (patient temperature sensor failure) error message. No consequences or impact to patient.